Manufacturer narrative:
No service call initiated for this event. Issue was resolved by routine customer maintenance. Failure mode of the event is use error; incorrectly installed glucose electrode. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak from the glucose modular chemistry cup following customer initiated maintenance. Approximately 10ml of glucose reagent leaked. Customer reports that the electrode was not properly secured during routine maintenance. Customer reinstalled and secured electrode. No injuries were sustained by any lab personnel. No erroneous results were generated.